Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to complete system check with tandem technical support at time of call. Upon follow up, customer reported they had changed supplies and successfully resumed insulin delivery. Customer's blood glucose was 388 mg/dl at time of alarm.